Manufacturer narrative:
The patient's previous episode of pump thrombosis in 2017 is captured under MFR # 2916596-2017-01814 no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device had intermittent elevated power and flows for approximately two weeks. Elevated lactate dehydrogenase (ldh) was noted on the patient's lab results on (B)(6) 2021. The patient remained in clinic for further analysis of lab results and device log files. The log file revealed low flows well above the normal parameters. This is usually seen when there is something building up on the rotor. Speed fluctuations were also reported. Combined with the patient's elevated ldh, this raised suspicion of thrombosis. During workup for thrombosis, the patient's international normalized ratio was found to be subtherapeutic at 1.7 (goal 2.5-3.5 due to the patient's history of thrombosis). The cause of this subtherapeutic range was unclear. The patient denied missing any doses of warfarin at home or any changes in diet. On (B)(6) 2021, a transthoracic echocardiogram ramp study was consistent with thrombosis and a computed tomography (CT) scan of the patient's heart did not show evidence of inflow/outflow cannula thrombosis. No changes to the pump parameters were made as a result of the ramp study. The CT scan showed intimal hyperplasia (thickening of the inner layer of the blood vessel) of the anastomosis of the outflow cannula with the aorta yielding a caliber of 10mm. The patient was treated with a heparin drip until device was exchanged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (hmii lvas), (B)(6). (B)(6) was returned assembled with the driveline (dl) cut approximately 16¿ from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, red, ring-shaped, tissue-like thrombus formations were adhered to the bearing cup of the inlet stator and the bearing ball of the rotor. Based on the shape and similar denaturation of these depositions, it appeared that this was one thrombus that formed around the cup and ball while the vad was implanted, and broke apart during disassembly. The thrombus showed areas of laminated layering, suggesting that it formed in this location while the vad was supporting the patient. Additionally, a thrombus was loosely seated on the body of the rotor. This deposition was red and tissue-like; however, the origin of this deposition could not be conclusively determined through this evaluation. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. Although a root cause for the development of these depositions could not conclusively be determined, they could have contributed to the elevations in power/estimated flow, as well as the patient's elevated lactate dehydrogenase (ldh). No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. The device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists hemolysis and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. Section 1 of this IFU provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch (medwatch # mw5101787) received states the patient was seen in the clinic with complaints of transient power and flow elevation that they noticed over the previous few weeks. All parameters were close to baseline for the patient. Hemolysis labs were drawn and log files were sent for analysis. Analysis of log files confirmed suspected pump thrombus and patient was admitted to the hospital. Additional information received noted that the cause of high flows and powers was pump thrombus. The patient had no symptoms and was admitted with subtherapeutic international normalized ratio (inr). The thrombus was not seen on echocardiogram but other indications were highly suggestive of thrombosis. There were no changes to patient condition or anticoagulation status that may have contributed. The patient was treated with heparin drip until pump exchange on (B)(6) 2021.

Manufacturer narrative:
Medwatch # mw5101787 was received on 02aug2021. No further information was provided. The manufacturer is closing the file on this event.